Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12103. Note the patient received two leads, model 3166, with the same lot number. It was reported the patient was not receiving effective stimulation in the established pain pattern. The scs system was explanted and replaced with 2 scs systems, each containing 2 leads. The patient reports she experiences effective stimulation in her pain pattern.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.